Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.

Event description:
It was reported that a customer placed an order for a high voltage regulator supply pcb for the 9800 system. No add'l info provided. There was no report of pt injury.